Event description:
It was reported that a balloon deflation issue occurred. The <50% stenosed target lesion was located in a hyperplasia on a non-calcified and non-tortuous vein graft anastomosis. Following pre dilation the 6.0x30mm ranger dcb balloon was inflated to 10atms for 3 minutes. Following dilation the balloon failed to fully deflate. The partially inflated balloon was withdrawn into the introducer and the balloon was inverted, no detachment of the balloon was noted. The arterial wound was extended by the extraction maneuver. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).